Manufacturer narrative:
(B)(4). (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single plate lens. The lens tore upon insertion into the eye. The lens was removed with no pt injury. Another same model and size lens was implanted. Reporter stated this incident was due to loading error.